Event description:
A user facility reported to olympus that during preventive maintenance of the colonovideoscope, insufficient angulation was noticed. Upon inspection and testing of the customer returned device, the scope nozzle was found clogged. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
The device has been returned to olympus for evaluation. The evaluation is currently in process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.